Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular (rv) pacing percentage of this pacemaker system had increased from 21 to 86 percent over the past two years, and electrogram (egm) review was requested. The atrioventricular delay (av delay) was currently 140-300 ms. The most recent presenting egm showed apace vpace behavior at the lower rate limit (lrl). The presenting egm from (B)(6) 2022 showed apace vsense behavior, but the p-r interval was at the maximum av delay value. This suggests the p-r interval was previously long enough to avoid ventricular pacing at that time, and had gotten longer over time. It was also noted that the patient had some t-wave oversensing in the past. Additionally, the patient did have some paroxysmal atrial fibrillation (af) that the health care professional (hcp) did not want undersensed. Technical services (ts) discussed troubleshooting options and programming considerations. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding product return status. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the right ventricular (rv) pacing percentage of this pacemaker system had increased from 21 to 86 percent over the past two years, and electrogram (egm) review was requested. The atrioventricular delay (av delay) was currently 140-300 ms. The most recent presenting egm showed apace vpace behavior at the lower rate limit (lrl). The presenting egm from may 2022 showed apace vsense behavior, but the p-r interval was at the maximum av delay value. This suggests the p-r interval was previously long enough to avoid ventricular pacing at that time, and had gotten longer over time. It was also noted that the patient had some t-wave oversensing in the past. Additionally, the patient did have some paroxysmal atrial fibrillation (af) that the health care professional (hcp) did not want undersensed. Technical services (ts) discussed troubleshooting options and programming considerations. This pacemaker remains in service. No adverse patient effects were reported. Additional information received reported that this pacemaker was explanted and replaced. No additional adverse patient effects were reported. Product return was requested.